Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a scheduled device implant procedure, this pacemaker device was interrogated prior to implant and found to be in safety mode. As a result, this device was not used, and a different pacemaker device of the same model number was successfully implanted prior to pocket closure. There were no adverse patient effects.

Event description:
It was reported that during a scheduled device implant procedure, this pacemaker device was interrogated prior to implant and found to be in safety mode. As a result, this device was not used, and a different pacemaker device of the same model number was successfully implanted prior to pocket closure. There were no adverse patient effects. The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error. A review of battery voltage and temperature measurements was performed. The data indicates that on the day the device reverted to safety mode, the temperature recorded by the device was below the minimum recommended storage temperature of the device per product labeling. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings can occur that are low enough to cause the device to revert to safety mode. This appears to be the case with this device.